Manufacturer narrative:
Method - device was not returned; followed up with company representative.

Event description:
It was reported that a (B)(6), patient underwent an x-stop procedure. The patient had a superficial drainage of a small area at the incisional site which required further incision and drainage. Resolution was in approximately two months. No additional information was reported.